Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that air was blowing through the oxygen line while connected to the oxygen source/wall. The biomedical engineer (bme) called technical support to report that air was blowing through the oxygen line while connected to the oxygen source/wall. According to the good faith effort (gfe) response received on may 26, 2026, the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer tested the device in the biomedical shop but could not replicate the issue as there were no issues with the device. The issue was actually a facilities issue; the issue was not with the v60 but with the connector in the wall. The customer was later told that the connector in the wall was leaking. After testing the device, the bme returned the device to service as the device operated as intended. No malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.